Event description:
It was reported that during a da vinvi si prostatectomy procedure, while using a monopolar curved scissors instrument with a tip cover accessory installed, a hole was observed in the tip cover accessory. Arcing from the mcs instrument with the tip cover accessory installed was not observed, however, tissue adjacent to the hole appeared "burned". On (B)(6) 2010, isi followed up with the laura woltz, the site's or material coordinator to verify if repair of the pt's burn injury was required, however, laura was unable to provide any additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering confirmed the customer reported failure mode. The tip cover was returned with a hole burned though the silicone. The silicone exhibits localized melting around the hole which is indicative of arcing. All tip cover damage is contained within one half of the silicone, between the two parting lines. The hole is approximately .015" in diameter and is located .145" above the silicone to sleeve interface. The silicone also exhibits various mechanical tears in the general vicinity of the hole. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.